Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) was confirmed. Upon investigation the cause for the failure was contamination on ECG c. The root cause for the contamination could not be positively identified,

Event description:
The electrode belt was returned for investigation and did not pass incoming testing.